Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline site discharge. The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported drainage could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The introduction section of heartmate 3 lvas IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no infection found. The driveline was slightly in the wrong position.